Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a gallbladder procedure, when using the clip applier, it did not charge the staples well in the clip pliers. This has resulted in them falling off the jaw of the clip applier and cannot be placed properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by the device did not charge the staples well in the clip pliers? Did the device not feed the clips into the jaws? If it did feed the clips into the jaws, did the clips feed sideways? Yes, exactly. It did feed the clips into the jaws, but sideways. What is meant by the clips cannot be placed properly? Did device fire unformed clips? Or were clips malformed? If yes, were clips not formed completely or were they scissored? Did clips not hold on tissue or vessel? Because it feed the clips sideways into the jaws, the clips already fall of the jaw before he could place it. This way they did not even clip them.